Event description:
During the standard intraoperative procedure, it was discovered that the tip of the drill bit was missing. Suspecting remaining the broken tip in the patient's body, the base plate, which was already implanted in the patient, was removed for inspection. After the surgery, the distributor checked the photo, which was taken between cleaning completion and starting sterilization before surgery, and found that the tip of the drill bit was already gone at that time.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.